Manufacturer narrative:
The device was returned to olympus and the evaluation found lines showing on image. Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited lines showing on image. There was no patient involvement.